Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012800975 was returned and analyzed. Visual inspection identified shaft kinks/twists at approximately 1.39 inches and 4 inches from the tip. The steering mechanism and deflection tests revealed the sheath tip did not return to the original position. In conclusion, the sheath failed the returned product inspection due to shaft kinks/twists. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the sheath was used as support in combination with a pulse ablation c atheter. The left side of the procedure was completed successfully; however, when operating on the right inferior pulmonary vein, the deflection function of the sheath failed to work properly. For patient safety, the operator replaced the sheath and catheter with products from another manufacturer. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.